Manufacturer narrative:
(B)(4). The pump was received with a pump error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. The pump was received with a cracked case (battery tube), and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm which customer did not remember. It was stated that insulin pump was exposed to moisture and the battery compartment present water. Troubleshooting was performed. Keypad was working as designed. Customer informed that the insulin pump presented alert before the moisture exposure, but she did not remember witch one. Insulin pump passed on the auto test. Customer informed that the insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.